Event description:
The customer complained of system function issues. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and reloaded. The system pcb's were evaluated and reseated. The system was rested and found to be working as intended nad returned to service.